Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The photo sent by the customer was reviewed and a foreign material appeared visible in the eye but the material could not be identified. It is unclear from this image what the root cause of this customer's complaint is. The digital versatile disc (dvd) was received and both surgeries were examined for the moment that the material was introduced into the patient's eye. The first surgery was watched entirely and the foreign material was not identified until the second surgery. The medicine cup was visually inspected. There was white gauze wrapping two white eye-spears with red particles on them. Under microscopic lenses, the red particles could not be conclusively identified and were sent to the particulate lab for further investigation. The particulate lab could not conclusively identify the particle; however, they found a presence of fe (iron), mn (manganese), al (aluminium), si (silicon), ca (calcium), zn (zinc), c (carbon), and o (oxygen) when doing particulate analysis, with the strongest being fe. The root cause of the customer's complaint could not be established. Due to the in-occlusivity of the examination, because no fe(iron) is used in the manufacturing process of any fluid management system component, and because it could not be seen in the dvd where the particulate originated from, it is determined that it is most likely not related to any supplier or manufacturing process, however contamination due to an error during these processes is a possible root cause in addition to customer handling. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the root cause could not be verified. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that a piece of metal-like foreign material was found in the iris of the patient's eye during a post-operative examination. A second procedure was performed to remove metal-like foreign material from the eye. It is unknown if the surgical pak or tip were reused during initial event. A device digital device and sample are returning for evaluation.

Manufacturer narrative:
(B)(4).